Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related nonconformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired ten times, the last repair being for the device being broken reported on (B)(6) 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) hospital that a mesher was broken. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device occurred on 22 may 2019 that the comb was bent and the roller and sideplates were damaged. None of the pretests could be performed due to the damaged comb. Repair of the mesher occurred the same day and involved replacing the comb, sideplates and the roller. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the device had a bent comb and damaged sideplates and roller, issues that would prevent the device from operating properly and require service in order to resolve, it cannot be determined from the information provided as to what caused these issues to occur. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit was broken. During the investigation, it was discovered that the comb was bent and the sideplates and roller were damaged. There is no additional information available. No adverse events were reported as a result of this malfunction.